Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a year ago there was interference caused by the metal on his system when the patient had an x-ray. No symptoms or further complications were reported.